Event description:
It was reported that the t-2 anchor pulled through the meniscus following deployment. A backup device was available to complete the procedure following a 5 minute delay. No patient impact was reported.

Manufacturer narrative:
The complaint indicates that the anchor pulled through the meniscus post deployment. The device is in poor condition. T1, t2 and suture were not returned. The delivery needle is bent and bowed at the tip. The distal portion of the delivery needle is noticeably bent to the left. The physical condition indicates device manipulation and difficulty during attempts to reach suitable anchoring tissue. Intentional or unintentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. No root cause was confirmed with regard to the manufacturing of the device. Use error may have been a contributing factor to this event.